Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. Customers blood glucose value was unknown at the time of incidence. Customer was treated with manual injection for their blood glucose. Customer stated they tried several batteries before calling for assistance and the insulin pump did not turn on. Customer states display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.